Event description:
Customer's sister reports back to back testing to a professional meter while using the advantage system with results of 211 mg/dl on customer's meter and 37 mg/dl on professional meter. No quality controls were run. Customer's sister reports customer was treated by emt's with a glucose IV and felt better within 5 minutes. A request was made for return of the suspect product and a replacement was sent.